Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation, perforation of fallopian tube') and device dislocation ('location of left fallopian tube essure device in omentum adjacent to tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and incontinence ("incontinence") and was found to have a pregnancy with contraceptive device ("term intrauterine pregnancy in labor"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and bilateral removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, incontinence and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. The reporter considered device dislocation, fallopian tube perforation, incontinence and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils- right-2, left-3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received : events- "term intrauterine pregnancy in labor, device ineffective, location of left fallopian tube essure device in omentum adjacent to tube", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation, perforation of fallopian tube') and device dislocation ('location of left fallopian tube essure device in omentum adjacent to tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and incontinence ("incontinence") and was found to have a pregnancy with contraceptive device ("term intrauterine pregnancy in labor"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and bilateral removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, incontinence and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on 5-aug-2018. The reporter considered device dislocation, fallopian tube perforation, incontinence and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils- right-2, left-3. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and incontinence outcome was unknown. The reporter considered fallopian tube perforation and incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received. Event injury was replaced with fallopian tube perforation. New event incontinence was added. Date of insertion and date of removal was added. Patient demographic was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.